Manufacturer narrative:
A partial lead was returned in one piece measuring 50.2 cm. External insulation abrasions breaching the rv lumen at 33.0-33.3 and 35.5-35.7 cm from distal tip, consistent with friction to other device or feature or patients anatomy. External insulation abrasion breaching the re lumen at 44.5-44.6 cm from distal tip, consistent with friction to the device can. External insulation abrasion breaching the svc lumen at 48.3-48.5 cm from distal tip, consistent with friction to the device can the etfe coating was intact in these regions.

Event description:
This report is to advise of an event observed during analysis.